Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited dark lubricant material from the scope during a therapeutic endobronchial ultrasound procedure. The procedure was completed with a different olympus device. There were no reports of patient harm.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited a distorted image, and had no image. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11 the device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.